Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator could not be interrogated. Premature battery depletion was suspected. The patient was asymptomatic. The device was successfully explanted and replaced.